Manufacturer narrative:
During investigation, an on-site endurance test confirmed the unit was able to successfully cycle between heating and cooling multiple times. The fault could not be reproduced.

Event description:
Heater cooler did not properly cool the cardioplegia side. The device correctly alarmed with the appropriate error code. There was no patient harm.